Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and self test. Insulin pump received with corroded electronic assemblies. Hardware low level failure alarm confirmed in pump history with variable due to broken trace at pin on keypad assembly.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm after self-test. Insulin pump was exposed to ocean water. Customer was able to clear the alarm successfully. Customer was able to complete pump rewind. Customer stated that they performed self test. Insulin pump did not pass self test. No harm requiring medical intervention was reported. The device was returned for analysis.